Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on march 26, 2024, with lot number unable to check the lot number on the patch, as the device is broken and missing patch. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as surgical impact opening and missing piece and patch of shell assessed as inconclusive. Shell thickness within specification. Additional observations: observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture, discovered during surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Discovered, during surgery. The device has been explanted.

Event description:
Healthcare professional reported right side rupture, discovered during surgery. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19apr2024.